Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was no longer working for her and they tried multiple programs. The health care professional (hcp) stated that the patient needed a lumbar MRI and due to the device not being effective anymore and the need for the MRI, the patient decided to have the device removed. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the implant date of tined lead, 3889-28, interstim ((B)(4)) no longer pertains to the event. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(4)clarified what was meant by they were not able to get the lead out was the lead tore as far as they could tell. The hcp stated they were trying to replace the lead she and remote it. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0wj54, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-jun-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported when the hcp was trying to remove the system, but could not get the lead out. The hcp did not know the reason for explant. The hcp stated they took x-rays and the lead was intact and remains implanted. The hcp wanted to know if they could scan with a partial system implanted. There were no symptoms reported. It was noted the issue was in (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.